Manufacturer narrative:
Reported event: an event regarding range of motion (rom) involving an unknown knee was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient underwent manipulation under anesthesia due to stiffness. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device-identifying information such as catalog numbers and lot codes, pathology reports, pre- and post-operative x-rays and the mua operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not returned.

Event description:
The following has been reported through the racer trial (anonymised trial - no other information available) "patient had tkr on (B)(6) 2022 ¿ limited range of movement noted at outpatient appointment on (B)(6) 2022, further physiotherapy advised. Seen again on (B)(6) 2022. Plan to admit for manipulation under anaesthetic, seen again on (B)(6) 2022. Admitted on (B)(6) 2022, found to have chest infection and covid-19 so unfit for surgery. Readmitted (B)(6) 2023 and mua discharged on (B)(6) 2023. "